Event description:
A nurse reported during a case, the probe would not actuate. A second pack was opened and the case was completed w/o further incidents. There was no pt injury reported.

Manufacturer narrative:
The probe was returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).